Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the gastroesophageal junction during a gastroscopy procedure performed on (B)(6) 2026. It was reported that the spring in the middle jammed, preventing the clip from detaching, and they had to manually break it off. The physician manually broke the clip off, and the procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.